Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unk), the device failed to allow discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that subsequent testing was unable to duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.